Event description:
It was reported that the customer experienced an unresponsive touchscreen. There was no reported impact to the customer¿s blood glucose level. The customer chose not to follow up with technical support and no further information was obtained regarding the resolution of these issues. They are out of warranty and not in the process of acquiring a new device.